Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient was in the hospital and was unresponsive; it was unknown if this was related to the device or thera py, however no device issues were reported. No further complications were reported.